Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR. : p select ous mr 32 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the proximal region of the stent lifted and pulled distally. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and issues were noted. The proximal balloon cone is slightly bunched but no signs of positive pressure are noted. The balloon wings are tightly wrapped and evenly folded and not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02-nov-2019. It was reported that crossing difficulties were encountered. The 88% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex coronary artery. A 32 x 3.00mm promus premier select drug eluting stent was selected for use however the stent could not cross the lesion so the physician pulled back the system and completed the procedure with another of same device. There were no patient complications reported. Patient is stable. However, returned device analysis revealed stent damage.